Event description:
The customer alleged that he performed a control test and received a result of either 343 or 332 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The customer did not have his supplies with him at the time of the call, so it was not possible to obtain the meter serial number. It's not possible to determine a manufacture date without a serial number.